Event description:
Follow up information identified that only one lead was able to be implanted during the original permanent procedure due to difficulty implanting the lead. The patient was receiving adequate coverage but over time the coverage was inadequate. Postoperatively the patient is 90% better and is requesting to be removed from heavy opioids after having taken them for 12 years. Issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an increase in pain over time. An x-ray was taken and showed the lead had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the lead was repositioned. Postoperatively the patient is receiving effective stimulation.